Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, the sales rep did not see the product when reported the product complaint. He mentioned that the operator has used lupine anchor regularly more than 7 times a month. However, the day he implanted anchor to patient and tried knot tying, the suture was broken. Therefore, could not tie in order to reattach soft tissue to bone. The complaint device was received without anchor. Visual inspection reveals that the distal portion of the shaft present blood residue and marks of use. It was identified a small piece of suture, it was around 0.78 in. The suture was frayed into the distal portion; thus, we can confirm this complaint. The possible root cause for this failure can be related to the instruments used in handling the suture had sharp edges. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by affiliate via distributor that during the procedure the lupineloopplus anchor w/oc ds was found to be broken after opening the product. No patient consequences or surgical delay reported. A replacement device was used to complete the procedure. The device is available to be returned for evaluation additional information received from the affiliate reported there was an error while reporting the original event description. The event description was to report: the operator has used luppine anchor regularly more than 7 times a month. However the day he implanted anchor to patient and tried knot tying, the suture was broken. Therefore could not tie in order to reattach soft tissue to bone. He used other anchor (luppine anchor) and finished the surgery. The operation time delayed slightly but does not serious impact to the patient.